Event description:
It was reported to philips medical systems that the heartstart mrx intermittently lost connection with the battery in slot a. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.